Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms the single undated, unlabeled x-ray provided showed a non-union and a 3.5mm locking screws in the shaft of the plate (x3) were noted to have loosened and backed out completely from the plate holes. However, without the previous images, dates, timing or activity level of the patient the root cause of the screws backing cannot be determined. Based on the limited information provided the impact to the patient beyond the non-union cannot be determined. Currently it is unknown known if the surgeon has scheduled any additional procedures for this patient. Therefore, no further clinical/medical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of risk management files and instructions for use found that the reported failure was documented appropriately. The potential probable causes for this event could include but not limited to a user or procedural error. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that patient x-ray showed 3.5mm locking screws in the shaft of the plate (x3) were found to have loosened and backed out completely from the plate holes. No information about medical interventions was initially provided.